Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs all week. The md could not determine the cause of the event. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. Furthermore, the customer did have increased stress and their medication recently changed. The customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.